Event description:
Three instances of the same problem. Dates of events and age of patients do not necessarily correspond. Three doctors were involved each doing one of the cases. Problem - dissection of carotid artery under injection. Typical injection of 10cc for 2 seconds - all technique typical for carotid artery study.

Event description:
Three instances of the same problem. Dates of events and age of patients do not necessarily correspond. Three doctors were involved each doing one of the cases. Problem - dissection of carotid artery under injection. Typical injection of 10cc for 2 seconds - all technique typical for carotid artery study.

Event description:
Three instances of the same problem. Dates of events and age of patients do not necessarily correspond. Three doctors were involved each doing one of the cases. Problem - dissection of carotid artery under injection. Typical injection of 10cc for 2 seconds - all technique typical for carotid artery study.